Event description:
It was reported that this right ventricular (rv) lead was found to have been fractured during preparation of a routine device changeout. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.